Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced bloody vaginal discharge with foul odor, dyspareunia, vaginal mesh erosion, dysuria, extrusion, hematuria, atrophic vaginitis, and recurrent urinary tract infection. The plaintiff also allegedly experienced infection, urinary problems, and bowel problems. Furthermore, it was reported that the plaintiff died. The causes of death reported were brain herniation and subarachnoid hemorrhage. Related to manufacturer report#: 2183959-2014-45462, related to manufacturer report#: 2183959-2014-43658.